Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed non-medtronic bioprosthetic surgical aortic valve, the valve was successfully implanted via direct aortic root access. During the removal of the delivery catheter system (dcs), the capsule was not advanced prior to removal. Upon withdrawal through the 18 french non-medtronic introducer, the nose cone separated from the polyimide shaft of the dcs. The introducer and dcs were withdrawn to close the aorta. Upon inspection, the nose cone was not observed inside the introducer. The physician reported that fluoroscopy examination was performed and the nose cone was not left in the patient, however the nose cone was unable to be located. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Historically, this event may occur if the capsule is not fully closed and the tip becomes caught during removal. The instructions for use (IFU), caution ¿ensure the capsule is closed before catheter removal¿. In addition, the IFU also instructs: ¿when using a separate introducer sheath, if increased resistance is encountered when removing the catheter through the introducer sheath, do not force passage. Increased resistance may indicate a problem and forced passage may result in damage to the device and/or harm to the patient. If the cause of resistance cannot be determined or corrected, remove the catheter and introducer sheath as a single unit over the guidewire, and inspect the catheter and confirm that it is complete¿. Angiographic records/cines were submitted for review. The angiographic records provided do not confirm or deny the event description that the nosecone detached from the delivery catheter system (dcs). The films show a successful implant and removal of the system. There were no films showing a nosecone separation. The potential root cause of the nose cone detachment in this case is user technique, however the root cause cannot be conclusively determined from the available evidence. There is no indication that a failure of the device to meet manufacturing specification occurred. It was reported by the physician that fluoroscopy examination was performed and the nose cone was not left in the patient, however the nose cone was unable to be located. It is most likely that the detached nosecone was inside the 18 french sheath as it was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.